Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products - model: 429688, left ventricular (lv) lead; implanted: (B)(6) 2012. Model: dtma1d1, cardiac resynchronization therapy defibrillator (crt-d): implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered high/undefined impedance alerts for the rv defibrillation coil, the superior vena cava (svc) defibrillation coil, and rv tip-to-rv coil pacing impedance. A fracture of the high-voltage coil is suspected. It was additionally noted that the left ventricular (lv) lead had triggered an alert for high/undefined lv tip-to-rv coil pacing impedance and the patient lost lv only pacing support when this occurred. The rv lead has been extracted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.